Manufacturer narrative:
This report is being filed on an international product list 3p25, that has a similar us product distributed in the us, list 2r98. Patient identifier: two sample ids from the same patient were provided sid (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false positive results on a patient using architect stat high sensitive troponin-I using two architect analyzers. On (B)(6) 2020, sid (B)(6) generated a positive result of 741.1 pg/ml at 12:21 pm. A second sample, sid (B)(6) was collected generating positive results of 30.4 pg/ml, 29.6 pg/ml at 3:34 pm. Sid (B)(6) was repeated with positive result of 62.6 pg/ml and negative results of 23.9 pg/ml, 22.7 pg/ml using both architect analyzers. The account did not provide the patient gender or a troponin cutoff value used at the account. Since the account did not provide the gender or cutoff, the architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml was used to determine positive/negative interpretation. No impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation for a falsely elevated result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. In-house testing in addition to the review of historical performance of reagent lot 12269ui00, was completed. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 12269ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. World wide data was reviewed and determined that patient median result for the lot is comparable with other lots in the field. The results generated from returned patient sample indicated the presence of an heterophilic interference. Per the limitations of the procedure section of the package insert, heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Additional information may be required for diagnosis. Based on the evaluation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 12269ui00 was identified.